Event description:
Customer reported having a low blood glucose of 30 mg/dl. The customer stated he treated his low blood glucose with soda. The customer declined to troubleshoot for low blood glucose. He stated he had over treated his blood glucose by mistake. The customer was also assisted with programming his basal rates. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).